Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of device component (separated shaft) was confirmed. The failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. The shaft separation appears to be related to circumstances of the procedure as it is likely the handling and/or manipulation of the device while attempting to position/advance to the lesion caused the reported detachment of a device component (separated shaft). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x15mm xience xpedition stent delivery system (sds) failed to cross and the catheter broke. No additional information was provided.